Event description:
Sorin group (B)(4) received a report that, during a procedure, the stockert centrifugal pump stopped spinning and the display began to flash. Function was restored by power cycling and the case was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group field service representative was dispatched to the facility. While at the facility, the service representative replaced the system. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.